Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient showed atrial flutter on the electrogram. Changes were made to the device timing and mode switch in order to correct the situation. No patient complications have been reported as a result of this event.